Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that they had no delivery alarm. Customer's blood glucose at time of incident was 200 mg/dl. Customer was advised to remove reservoir, rewind, reinsert reservoir and run manual prime/fill tubing with current set. Customer stated that insulin exited. Customer was advised to do the high pressure test to see if there is occlusion. Customer declined high pressure test as he has no delivery in past.